Manufacturer narrative:
Concomitant: product ID 8590-1, lot# n245022, implanted: 2010-(B)(6), product type accessory, product ID 8731sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient began to experience encephalopathy and altered mental status on 2013-(B)(6). The reporter wanted a manufacturer representative to check the pump. No alarms were heard. The device system delivered morphine 25mg/ml at 4.82mg/day. Additional information has been requested but was not available at the time of this report.